Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was missing from the clevis. Failure analysis investigation also found visible scratches on the surface of both pulleys. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, a broken wire was observed on the fenestrated bipolar forceps instrument. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.